Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The caller indicated that they have a case for a battery replacement with possible lead revision set tomorrow. The caller stated that they had no information about the reason for replacement or potential revision. The caller stated that they plan to place 977a260 and 97715. Additional information received. Rep responded from follow up sent and indicated lead migration from bottom of t8 to bottom of t11. Patient had lack of pain relief due to lead migration. Lead replacement occurred on (B)(6) 2022. Dr. (B)(6) able to successfully place new lead in desired location top t8. Battery has not been turned yet due to surgical incision but will be turned on wednesday (b)(6 2022. Dr. (B)(6) instructed surgical center staff to discard ins and lead. When asked if he would like product to be sent to medtronic for analysis he said it wasn¿t necessary. It was reported lead migration caused deficiency in pain relief.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.